Manufacturer narrative:
Note: the manufacturer completed all of the information on this form. (B)(4) - burn of device or device component. (B)(4) - corrosion. (B)(4) - charred. (B)(4) - melted. (B)(4) - residue after decontamination. (B)(4) - overheating of device or device component. (B)(4).

Manufacturer narrative:
Note: the manufacturer completed all of the information on this form. (B)(4).

Event description:
It was reported that after completion of a knee arthroscopy procedure, the tip was removed from the knee and the handpiece was observed to be on fire. The laser was placed into standby mode, and the fiber was unplugged by the laser technician while "the scrub tech used a wet raytech and wrapped it around the handpiece and put out the flame." The laser was set to 2.0 joules at a rate of 40 pps, which gives 80 watts. The total energy used was 61.20 kj (note that this was mistakenly reported to trimedyne as 61.20 j). A single-use tip and a reusable handpiece/fiber assembly were being used, but the reporter did not report how many times either component had been used. There was no death or serious injury reported.